Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of battery alarm on the heartmate mobile power unit (mpu) was confirmed during evaluation of the returned mpu. The mpu, serial number (B)(6), was evaluated and tested at the service depot on 25jun2025. The unit was connected to ac power and the unit booted up as intended. Shortly after, a replace mpu battery alarm activated. The unit was opened, and the issue was traced to the ground wire of the battery compartment being disconnected from the main printed circuit board (pcb) side connector. The unit was forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt to the ppe department, the alarm and disconnected battery compartment ground wire was confirmed. Connection issues with this wire could cause a yellow replace mpu battery alarm to activate. No further testing was performed. Multiple attempts were made to obtain additional information regarding availability of log files; however, no additional files have been provided. A manufacturing analysis task was opened to further investigate the battery compartment ground wire being disconnected from the main pcb side connector in the mpu. The root cause was determined to be manufacturing related as the battery compartment ground wire could have been loosened during component handling and became fully disconnected. An awareness training was performed to review the event. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D, heartmate 3 patient handbook rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu). Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that when testing a mobile power unit (mpu) with a new patient, the mpu repeatedly displayed a battery alarm symbol. The mpu batteries were reseated three times, and a separate set of batteries were also tested, none of which resolved the alarm. The mpu was exchanged, and the patient's new mpu functioned as expected.